Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "extremely unwell as a result of implant rupture and needed extensive hospitalization". Status of the device is unknown. Rupture occurred on an unknown side.